Event description:
Reported via journal article: it was reported that serious injuries occurred. The following event was obtained via an article following 122 patients who underwent a left atrial appendage (laa) closure procedure where watchman flx closure devices were implanted during the time frame of 2020 to 2024 at two centers in (B)(6). The following serious injuries occurred: 2 patients had a small pericardial effusion measuring less then 3mm with no hemodynamic instability or compromise, 1 patient had a device related thrombus as patient previously discontinued anticoagulation. 1 patient had a peri-device leak with no residual complications.

Manufacturer narrative:
B3: event date estimated as 01/01/2020 as implanted patients were followed between the dates of 2020-2024. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: ahmed, e.k. Et al. (2025). Left atrial appendicular closure is safe and effective in the very elderly with similar outcomes. Jacc. (85) 12.